Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge remained at 5% despite being connected to a power source for 20 minutes and indicating the pump was charging .the customer's blood glucose was 125 (mg/dl). During follow up, the customer reported the battery charged to 100% after 3 hours.